Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient feeling nausea presented in clinic for post implant follow up. Upon interrogation, the right ventricular lead exhibited loss of capture. The patient experienced asystole and began to vomit. Chest x-ray was performed and revealed the lead had dislodged. The lead was explanted and replaced. The patient was doing fine.